Event description:
It was reported to boston scientific corporation that a gold probe was used for a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after the gold probe was advanced through the scope and into the patient's colon, the device failed to conduct electrical current. A different bsc adapter cable and generator were then used, but the cautery issue remained. At this time, the device was withdrawn from the patient and a second gold probe was used with the original bsc adapter and generator to successfully cauterize the area. Reportedly, after withdrawing the second gold probe, an additional area was identified that required cautery. The procedure was completed after successfully cauterizing this area using a third gold probe. No visible device damage was noted. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe was used for a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after the gold probe was advanced through the scope and into the patient's colon, the device failed to conduct electrical current. A different bsc adapter cable and generator were then used, but the cautery issue remained. At this time, the device was withdrawn from the patient and a second gold probe was used with the original bsc adapter and generator to successfully cauterize the area. Reportedly, after withdrawing the second gold probe, an additional area was identified that required cautery. The procedure was completed after successfully cauterizing this area using a third gold probe. No visible device damage was noted. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.